Event description:
It was reported that the device was not deploying into the biopsy site. The doctor was able to deploy another marker to complete the procedure. There were no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Introducer sheath detached from handle. Evaluation summary: the analysis results confirmed that the mam3008 applier (a) was received with the tube detached from the handle and the collagen plug already deployed. A corrective action has been initiated to address the root cause of the deployment issues. The batch record was reviewed and no anomalies were noted during the mfg process. The analysis results of the mam3008 (b) found that the tip of the introducer tube was detached from the handle and with the tip sheared off at the distal end, the piece was missing. See attached pictures. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the introducer tip sheared off is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A corrective action has been initiated to address the root cause of the clear tip sheared at distal tip and marker deployment issues. A batch record review was performed and no anomalies were found during the mfg process. Device b additional info: batch # f9gg54. Expiration date: 03/2014. Mfg date: 04/2009. Introducer sheath detached from handle, clear tip sheared at distal ti.